Event description:
It was reported that the GentleTouch Pillow didn't expand all the way. Patient's face was reported to be the touching the table.

Manufacturer narrative:
Per the information obtained from the investigation, no patient injury/harm was reported. Upon review of the Instructions for Use (IFU), it was found to be sufficient with appropriate warnings pertaining to the usage of the pillow.An unexpanded pillow was used to position the patient's face despite being not being recommended in the IFU. The root cause of this incident is thus deemed as a Use Error as there was a failure to operate the device according to manufacturer's recommendations or recognized best practices for patient safety.